Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to pancreas to treat a pseudocyst drainage during an endoscopic ultrasound (eus) procedure on (B)(6) 2024. During the procedure, the axios stent did not deploy. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was stopped due to another of the same device was not available. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6) . Block h6: imdrf device code a15 captures the reportable event of partially deployed axios stent.